Event description:
While driving the screw into the pedicle, the tip of the screw broke. The broken piece of the screw was removed and another screw was implanted. There was 10-30 minutes additional surgery time.

Manufacturer narrative:
Device history record reviewed and dimensional analysis. Review of device history records and dimensional analysis indicate the device was manufactured to specification. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.